Event description:
Product was used to close skin after reconstructive skin surgery (posterior corner reconstruction). The event was classified as an infection. The facility or sales representative has provided no further info. The pt's current status is unk. Product was not returned.